Event description:
Nurse reconstituted protonix from a glass vial using a blunt needle and a pre-filled saline syringe. When medication was drawn into syringe, the nurse noted small strands of "rubber" inside the syringe and on the outside of the blunt needle. The medication was not administered.there have been 4-5 reports of particles that look like rubber after reconstituting protonix vials. None of the needles, syringes or vials were saved. Pharmacy attempted to recreate incident but no particulate was seen. Follow-up reveals that it has been discovered what is causing the rubber particulate in the solution. The protonix vial stopper has a shorter amount of rubber in the middle than around the edges. So, if the blunt needle is inserted at the area where the shorter rubber transitions to the longer rubber, the blunt needle is shaving the rubber into the solution. We have evaluated other medication vials and have been unable to produce any particulate. So, we think that the issue is related to the design or composition of the IV protonix vial stopper. It is noted that the manufacturer of the blunt needle warns that there is an increased risk of particulate if the needle is not inserted at the center of the vial at a 90 degree angle.